Event description:
It was reported that during an acl procedure, the mdu stopped working and started releasing smoke. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and overheating of the power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. Upon testing device it was noted device smelled like smoke but no smoke was noted during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a short in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Even though no overheating was noted, a shorted power cord can lead to a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.